Event description:
Reportedly, on (B)(6) 2019 during a follow-up, the subject defibrillator could not be interrogated after several attempts. The programming head and the rf head were repositioned and the programmer session was restarted; however the subject device still could not be interrogated. Then, a new interrogation was tried with another programmer and, after several attempts, the interrogation succeeded. During this interrogation no anomaly was observed with the subject device. Preliminary analysis showed that the reported issue was most probably due to telemetry errors with the programming head.

Manufacturer narrative:
Reportedly, the physician confirmed that the bad environmental conditions leading to the communication errors were caused by a biotronik programmer that was at the vicinity of the programmer interrogating the subject defibrillator.

Event description:
Reportedly, on (B)(6) 2019 during a follow-up, the subject defibrillator could not be interrogated after several attempts. The programming head and the rf head were repositioned and the programmer session was restarted; however the subject device still could not be interrogated. Then, a new interrogation was tried with another programmer and, after several attempts, the interrogation succeeded. During this interrogation no anomaly was observed with the subject device. Preliminary analysis showed that the reported issue was most probably due to telemetry errors with the programming head.

Event description:
Reportedly, on (B)(6) 2019 during a follow-up, the subject defibrillator could not be interrogated after several attempts. The programming head and the rf head were repositioned and the programmer session was restarted; however the subject device still could not be interrogated. Then, a new interrogation was tried with another programmer and, after several attempts, the interrogation succeeded. During this interrogation no anomaly was observed with the subject device. Preliminary analysis showed that the reported issue was most probably due to telemetry errors with the programming head.